Event description:
It was reported that during the procedure of ablating a left sided pathway that it was noted that the patient was in respiratory arrest, and a cardiac tamponade was seen. The patient was resuscitated and fluid was withdrawn from the pericardial space. Additional information was requested, but no response has been received.

Manufacturer narrative:
The concomitant products: carto 3 system (serial number (B)(4)); stockert 70 rf generator (serial number (B)(4)); coolflow pump (serial number (B)(4)); octapolar catheter (reprocessed- not bwi product); cs decapolar (reprocessed- not bwi product); quad catheter (reprocessed- not bwi product); (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during the procedure of ablating a left sided pathway that it was noted that the patient was in respiratory arrest, and a cardiac tamponade was seen. The patient was resuscitated and fluid was withdrawn from the pericardial space the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.